Manufacturer narrative:
(B)(4). The device investigation was completed on 09-oct-2015. The company's regional service center (rsc) reviewed the service log and findings revealed a failed no cell alarm. Failed no cell alarm raised: average concentration counts: 685. The failed no cell alarm immediately followed a failed low no cell calibration with above the allowed maximum low point counts: high point: 994 counts, low point: 685 counts. The service log review revealed multiple delivery failure (df) alarms. Elevated low point counts during the low no calibration were consistent with a misbehaving no cell, with the elevated counts possibly contributing to the delivery failures that occurred prior to the failed low calibration. The rsc also experienced the reported complaint of a failed no cell alarm at bootup and replaced the no cell. The rsc did not experience a delivery failure alarm during testing. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this report is no calibration low counts above maximum. This condition will be tracked and trended under the company's quality system. This case did not result in an adverse event/serious adverse event; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00022).

Event description:
On 17-sep-2015, a respiratory therapist (rt) in the united states called to speak with the company's technical services regarding a device issue (failed no sensor) with inomax dsir# (B)(4). They stated that the device was only on for about 2 hours at 20 parts per million (ppm) when the failure occurred. Recalibrations did not clear the failure and the device was to be switched out. The device was in use on a patient and no adverse event had been reported. Inomax dsir# (B)(4) was removed from service and returned to the company for service investigation.